Event description:
It was reported that during an implant procedure, the right atrial lead helix would not extend after the lead was repositioned twice. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the inner insulation was kinked/buckled. Visual analysis noted the lead was stretched and damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.